Event description:
Patient with secondary tubing/IV antibiotic hanging. Nurse removed previous bag from tubing. When attempting to spike new bag, the secondary IV tubing spike broke the end of spike (about 1/2 inch broke off).